Event description:
Patient presented with increasing thigh pain. Over 6 month period. Serial x-rays showed subsidence of femoral implant with loose beads in proximal femur. No osteoiysis present.patient underwent successful revision to a cemented stem with no adverse consequences. Patient acetabulum showed no signs of delamination or cold flow and was well fixed to bone.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.